Event description:
The customer reported via phone call experiencing high and low blood glucose levels. The customer's blood glucose rose as high as 411 mg/dl, which was treated with manual injection. The customer stated that he had been using 20 units more a day than normal. The customer stated that for the last 2 weeks, the blood glucose had been trending high. He stated that either the insulin pump was not working or his hemoglobin was off. He noted that the low blood glucose was likely due to using more insulin, stating that he had been treating with manual injections to cover the high blood glucose. The customer's most recent blood glucose was 370 mg/dl. Customer reported that the bolus history displayed all entries based on his recollection but stated that the amount of the recommendation was higher than what showed in the bolus history. Customer was advised that a tubing clamp would be sent in order to troubleshoot the issue. He was advised to consult a doctor regarding high blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.